Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr instructed the hp to end therapy and start over with new supplies. (B)(4) contacted the (B)(4) on (B)(6) 2011. She was not aware of this event, however, the patient has been to the clinic since and has been able to resume therapy. The program director will notify the nurse of this event. There was no patient injury or medical intervention reported. No further information is available.